Manufacturer narrative:
Result: bolt backed out of brake cam, motion interrupt pan.

Event description:
It was reported by service report that the brakes would not disengage. It was further reported that the motion interrupt pan was damaged. No pt involvement or adverse consequences are reported.